Event description:
It was reported as lvp 20d 3ss cv had a component separation issue. The following information was provided by the initial reporter: "nurse went to take out the administration set from the pump and the silicone pumping segment has become disconnected to the IV tubing at the top of the segment."

Manufacturer narrative:
H.6. Investigation: one 2426-0004 product was received without packaging for investigation; fluid was present within the line. One empty sodium chloride fluid bag was also received to assist the investigation. A visual inspection confirmed the customer's experience as the pumping segment tubing was separated from the upper pumping segment component. A closer inspection did not find a retention ring around the end of the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation was most likely caused by the missing retention ring. A review of the manufacturing process noted that the assembly of the pumping segment is a semi-automated process and sensors are in place to detect if a retention ring is missing; in this instance a definitive root cause for the missing retention ring could not be determined. A review of the production records for lot 21026152 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported as lvp 20d 3ss cv had a component separation issue. The following information was provided by the initial reporter: "nurse went to take out the administration set from the pump and the silicone pumping segment has become disconnected to the IV tubing at the top of the segment."